Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issues were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported gripper actuation issues, unable to grasp leaflets, difficult imaging, and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in grasping, it was suspected that the grippers were not functioning as intended. The clip was retracted back into the left atrium and the grippers were functioning as intended. The physician decided to continue with the same clip. After several attempts at grasping, tissue damage was suspected. Therefore, the physician decided tom remove the clip and discontinue the procedure. Upon removal, tissue was observed on one of the grippers. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.